Event description:
It was reported that sensor failure occurred. The sensor was inserted on (B)(6)2026. According to the patient, in (B)(6)2026, they did not have a glucometer and was unable to monitor their glucose levels after the sensor failed. About 3 hours after the sensor failed the patient started to vomit. A nurse did a fingerstick which gave an unspecified high reading. It was unknown where the patient was at that time, and why a nurse was with the patient. The nurse also called for the paramedics. When the paramedics arrived, another fingerstick was taken which gave another unspecified high reading. No medication or treatment was given by the paramedics, but the patient was taken to the hospital. At the hospital, blood tests confirmed that the patient would have been going into a diabetic ketoacidosis state. The blood glucose reading was unspecified but high. The patient was treated with intravenous insulin, fluids and an antibiotic. During the admission the patient would have received treatment with dextrose and glucose. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The allegation and probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.